Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system ((B)(4)) for investigation. Per zoll service personnel, there was a corrosion in the level sensor cable. The error message was cleared after cleaning the level sensor cable. Therefore, the thermogard will not be returned for evaluation.

Event description:
During ivtm treatment for cooling a (B)(6) patient, the thermogard xp ivtm system (sn (B)(4)) generated "low coolant" alarm despite the coolant level being full and followed by mid:09 (air trap assembly) error message. Biomed tried to clear the error message, however, the error message was not cleared. Cooling blanket was used as an alternative treatment during the time period. Patient treatment was completed using the alternative thermogard xp ivtm system in the hospital. No patient consequences.